Manufacturer narrative:
Concomitant medical products: unknown product ID/nim stimulus probe labeled for single use? Yes usage of device: reuse. Product evaluation: analysis results are not available; devices were not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that during a tumor resection for an acoustic neuroma, stimulation was delivered using the nim 3.0 response to the facial nerves but the nerves sometimes responded but sometimes did not. The user was viewing the surgical field through a microscope; therefore, they did not check the monitor display to see what was being recorded or transmitted. It was confirmed that the stim probe was a reused, re-processed device. When the physician could not get a response with the re-used probe, he switched to a new stim probe, however, this did not resolve the issue; there was no response with the new stim probe, either. After completion of the surgery, the physician noted that the patient had facial paralysis when viewing their expression.

Manufacturer narrative:
Date of this event: the exact date of the event is unknown. Product evaluation: the device was received in service and repair; there was no fault found with the device, it functioned as expected. The software was the older version; however, this would not effect the functionality of the device. The mainframe was put through a 24-hour aging test and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.